Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-aug-2020. The most recent information was received on 13-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and device breakage ('broke the implants while operating on me, leaving pieces in the uterus') in a 45-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain upper ("gastralgia"), gastrointestinal disorder ("reflux"), gastric ulcer ("ulcer"), ear infection ("ear infection") with tinnitus, wheezing ("wheezing"), insomnia ("insomnia"), myalgia ("myalgia"), arthralgia ("arthralgia"), tendonitis ("tendonitis"), carpal tunnel syndrome ("carpal tunnel issues"), vision blurred ("feeling of having a veil over her eyes"), dry skin ("dry skin") and alopecia ("hair loss"), 3 months 1 day after insertion of essure. In (B)(6) 2020, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In (B)(6) 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("broke the implants while operating on me, leaving pieces in the uterus"). The patient was treated with surgery (total hysterectomy in (B)(6) 2020 and tubes removed in (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, complication of device removal, abdominal pain upper, gastrointestinal disorder, gastric ulcer, ear infection, wheezing, insomnia, myalgia, arthralgia, tendonitis, carpal tunnel syndrome, vision blurred, dry skin and alopecia outcome was unknown and the device breakage had resolved. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, alopecia, arthralgia, carpal tunnel syndrome, complication of device removal, device breakage, dry skin, ear infection, gastric ulcer, gastrointestinal disorder, insomnia, myalgia, tendonitis, vision blurred and wheezing with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test - in (B)(6) 2020: nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: quality-safety evaluation of ptc. On 14-aug-2020: all required attempt were completed. Case routing completed. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 04-aug-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') and device breakage ('broke the implants while operating on me, leaving pieces in the uterus') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain upper ("gastralgia"), gastrointestinal disorder ("reflux"), gastric ulcer ("ulcer"), ear infection ("ear infection") with tinnitus, wheezing ("wheezing"), insomnia ("insomnia"), myalgia ("myalgia"), arthralgia ("arthralgia"), tendonitis ("tendonitis"), carpal tunnel syndrome ("carpal tunnel issues"), vision blurred ("feeling of having a veil over her eyes"), dry skin ("dry skin") and alopecia ("hair loss"), 3 months 1 day after insertion of essure. In (B)(6) 2020, the patient experienced allergy to metals (seriousness criteria medically significant and intervention required). In march 2020, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("broke the implants while operating on me, leaving pieces in the uterus"). The patient was treated with surgery (total hysterectomy in (B)(6) 2020 and tubes removed in (B)(6) 2020). Essure was removed on (B)(6) 2020. At the time of the report, the allergy to metals, complication of device removal, abdominal pain upper, gastrointestinal disorder, gastric ulcer, ear infection, wheezing, insomnia, myalgia, arthralgia, tendonitis, carpal tunnel syndrome, vision blurred, dry skin and alopecia outcome was unknown and the device breakage had resolved. The reporter provided no causality assessment for abdominal pain upper, allergy to metals, alopecia, arthralgia, carpal tunnel syndrome, complication of device removal, device breakage, dry skin, ear infection, gastric ulcer, gastrointestinal disorder, insomnia, myalgia, tendonitis, vision blurred and wheezing with essure. Diagnostic results (normal ranges are provided in parenthesis if available): allergy test in (B)(6) 2020: nickel allergy. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.